Event description:
It was reported that revision was needed to replace quartex shoulder screws that were found broken post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.